Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) reporting that the explant was also due to the patient's body rejected the implant. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1dt62, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the ins and lead were explanted due to infection. It was unknown what may have led or contributed to the issue and it was unknown what diagnostics/troubleshooting were performed. No further complications were reported/anticipated.